Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified cartridge alarms/errors occurred with multiple cartridges during the load sequence. Reportedly, customer resolved the issue by reloading the cartridge successfully. Blood glucose was in the 200-400 mg/dl range. Additionally, a cartridge was leaking. The customer loaded a new cartridge and resumed insulin delivery.